Event description:
It was reported that a patient underwent a balloon kyphoplasty (bkp) procedure at t8 to treat a vertebral compression fracture and was completed without any incident intra-operatively. It was reported that (B)(6) post-operatively, a vertebral burst fracture was detected at the treated level. The patient reportedly "developed neurological symptom". A revision surgery with anterior-posterior fixation was required and the surgeon commented that "bone quality was poor" for this patient. No further information was provided.

Manufacturer narrative:
.

Event description:
Updated information: it was reported that the patient's hospitalization was prolonged because muscle weakness attributable to a long-term bed rest was noted in the lower extremities, and a hospital to which he could be transferred could not be found. The patient's hospitalization was from 2011. Also, the onset date for the event re-fracture at the bkp-treated level (th8) has been changed to (B)(6) 2012 according to the patient's 2-year postoperative crf, back pain was reported, which was attributed to a spondylosis deformans. The physician reported that the spondylosis deformans was age-related and had been present since before the bkp procedure. Therefore, it was not causally related to the bkp products. No new fracture was reported. The physician judged bkp as ineffective in this patient.

Event description:
Updated information: an adjacent fracture at t7 and fracture at the posterior portion of treated vertebral body were found on imaging examinations on (B)(6) 2012. Accordingly, event onset dates for events were (B)(6) 2012. The severity for both fractures was assessed as severe due to revision surgery required. The event outcome was reported to be resolved on (B)(6) 2014. The physician commented that the event of both fractures was causally related to the bkp product.

Manufacturer narrative:
(B)(4). Neither the device, nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.